Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient reported a low speed advisory alarm with pulsitility index (pi) event at 05:03am, though values aside from speed were within their normal range. Log file submitted captured five transient low speed advisories: one on (B)(6) 2021 at 11:44am (mobile power unit), two on (B)(6) 2022 at 10:37am (mobile power unit), and two on (B)(6) 2021 at 5:03am (power module). The patient was asymptomatic when these advisories have occurred. The patient¿s lactate dehydrogenase (ldh) was not elevated/trending up, urine was normal light-yellow color. The patient was doing well from heart failure symptoms standpoint and cardiomems readings had been stable around 12-14 . The x-rays received were unremarkable. Additional information requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 04apr2017. Heartmate ii lvas IFU, document is also available. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low speed. Low-speed events were confirmed in the evaluation of the submitted log files; however, a specific cause for the events could not be determined through this evaluation. Additionally, analysis of the log files provided by the account confirmed elevations in pump power and flow; however, a specific cause for this finding could not be conclusively determined. The account submitted a log file for review. Analysis of the submitted log file revealed transient elevations of 14.7 watts were recorded on (B)(6) 2021; flow ranged from 4.2-12 lpm; and the average pi ranged from 3.5-6.8. 5 low-speed events were captured on (B)(6) 2021, (B)(6) 2022, and (B)(6) 2022. All of the events occurred while the system was operating on the power module and mobile power unit (mpu). The patient remains ongoing on heartmate ii lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. No further information was provided. The manufacturer is closing the file on this event.